Manufacturer narrative:
Further analysis was performed on the display module and battery flex assemblies. This analysis further confirmed the customer/serv ice-reported failures caused by a diode component failure. The diode failure caused excessive current draw from the display module in all operational modes resulting in the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification. The device failed active current drain and battery removal testing. It was also noted that the upper and lower cases were broken, two side bail covers were broken and the battery contacts were compressed.

Event description:
It was reported that the external pulse generator (epg) shut itself off due to battery depletion, despite having a new battery installed the day before. It was also noted that the battery had to be replaced "every day or so." The epg was returned for repair. No patient complications were reported as a result of this event.